Event description:
It was reported that a malfunction occurred with the pump, identified by code malf 12. Customer's blood glucose levels did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided information on resetting the pump, assisted the customer with the reset, and instructed them to call back if the malfunction recurred. No further occurrences were reported, and the customer was advised to continue using the pump as normal.